Event description:
It was reported that this right atrial (ra) lead had migrated into the right ventricular (rv). Technical services (ts) confirmed that the atrial lead is pacing in the rv and advised that a complete device check is needed to assess lead function. The lead remains in service. No adverse patient effects were reported.